Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers. The overall baseline gender characteristics is male and the baseline age of the patients was 83 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿performance of the micra cardiac pacemaker in nonagenarians.¿ revista espanola de cardiologia. 2019; doi: 10.1016/j.recesp.2019.06.008. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding transcatheter leadless pacemaker (tps) and the delivery sheath. The article reports there was one patient who experienced a cardiac perforation, and another patient who had a femoral hematoma. The author indicated that there were no re-interventions required. There were three (3) patients who had increasing pacing thresholds; one was transient, and three had increased over the year post-implant. Again, there was no intervention required. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers. The status /location of the tps and delivery sheath is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.